Event description:
It was reported that patient experienced burning, stinging and aching at anterior pump site at times on 2011-(B)(6) visit. Interventions included a flexor patch to the pump site and increase in dialudid infusion via pump by 20%. On 2011-(B)(6) examination revealed tenderness at pump site, uncomfortable to the patient; presence of erythema from pump pushing on tissue was noted. As surgical revision "catheter connector" was indicated on 2011-(B)(6). Event outcome was noted as ongoing. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: unk, explanted on: unk.

Event description:
Additional information reported that the patient experienced dehiscence at the pump site. Cultures were obtained and were found to be negative on (B)(6) 2011. The patient was given intravenous (IV) antibiotics on (B)(6) 2011. It was found that the reported event was "related" to the pump or therapy, but "unlikely related" to the implant procedure. The pump and catheter were then explanted. The patient was scheduled for a revision of the pump pocket in (B)(6) 2011. The patient's pump was refilled on (B)(6) 2011. The pump contained hydromorphone at a concentration of 5.0 mg/ml and a dosage of 0.7200 mg/day. The patient was hospitalized. The patient resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc lot# n269930010 implanted: (B)(6) 2010 explanted: (B)(6) 2011.